Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main board was burned. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in poor condition. A visual inspection showed the on/off switch was pushed into the unit. Device had an old-style power switch cable, power switch retainer and printed circuit board (pcb), quick connect drain fitting corroded, water tank cover broken, front cover and enclosure had large chips out of it and the pole clamp was damaged. The complaint was confirmed, and no further device analysis was performed. A root cause was due to the device impact damage such as a drop. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to age and condition of the device. It is deemed beyond economical repair and will be scrapped.